Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to turn stim back on. They felt stimulation described as vibration when they put the programmer against the ins. Patient services reviewed that the device does not work that way and they may not actually be feeling stimulation. The poor communication was reported with and without the antenna. They were using regular alkaline batteries in their patient programmer. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a poor communication after and unrelated surgical procedure. Patient reports not seeing any eos, low batt messages recently. No symptoms were reported and no further complications noted or anticipated.